Event description:
The upgrade to smartview version 2.44 was performed on (B)(6) 2015 for the subject programmer. It was used without any issue from 10 to 18 march 2015. On (B)(6) 2015, the message stating that ¿can not access the manager core¿ was displayed and the programmer was blocked. Preliminary analysis showed that the confirmed behavior is a consequence of a hard disk corruption and a sudden shutdown of the machine that happened during database saving.

Event description:
The upgrade to smartview version 2.44 was performed on (B)(6) 2015 for the subject programmer. It was used without any issue from (B)(6) 2015. On (B)(6) 2015, the message stating that ¿can not access the manager core¿ was displayed and the programmer was blocked. Preliminary analysis showed that the confirmed behavior is a consequence of a hard disk corruption and a sudden shutdown of the machine that happened during database saving.